Event description:
It was reported that the pt developed an infection following the use of a pain pump. The pt had the pump at home after discharge, and returned a week later with an infection. It was stated that the pt's symptoms dissipated after treatment.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. A review of lot history found no complaints from other customers for infections for the reported lot. The device history records found the lot met sterility specs at time of release. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to ensure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other post-operative factors. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.